Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: e1 (add phone number), e2 was inadvertently checked on the initial MDR (this information is unknown), and g2 (health care professional was inadvertently checked on the initial MDR, this information is not known.) Additional information h6 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During evaluation, the following were found: the color of the image was not good and the white balance could not be set due to defective, printed circuit board failure and a fail of white balance adjustment. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center had a color bar in the image and the object was visible. There were no reports of patient harm.